Event description:
The device system was removed due to infection. No additional info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See MFR's report # 3004209178200902373.